Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and it was found that the gear seized, jammed, and was heavy moving. It was noted that the device was jammed due to debris. It was also noted that the device failed pre-repair diagnostic tests for free movement, and falling out protection (steel ring). The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported by india that the handpiece device and the lid for the handpiece device were not working and were heating up. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.